Event description:
It was reported that during the implant procedure, the pulse generator exhibited sensing anomaly. The device was not used and a new device was implanted.

Manufacturer narrative:
Analysis found normal device characteristics.